Event description:
It was reported that they saw a white border on 1 patient's image causing the patient to be re-exposed. The collimator was closed, this happened only this 1 patient and unit has been working as intended since.